Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2012-01279. Same patient as 2134265-2010-05350; 2134265-2010-05500 and 2134265-2012-00997. It was reported that during a coronary artery treatment procedure, the patient experienced a spasm and stent jailing. The index procedure was performed in (B)(6) 2009. Lesion 1 was located in the proximal left circumflex (lcx) with 80% in-stent restenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 32 mm taxus liberte stent spanning both pre-existing stents with 0% residual stenosis. The physician planned to treat the left anterior descending artery in the near future. The patient was discharged on aspirin and prasugrel the patient returned in (B)(6)2010 for the staged procedure. Lesion 2 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with a 2.25 x 20 mm maverick balloon followed by placement of a 2.50 mm x 32 mm taxus liberte stent. Following deployment of the study stent, there was a spasm just distal to the study stent. This was treated with administration of intracoronary nitroglycerin. Subsequently, there was some jailing of the ostial diagonal. This was further treated with balloon dilatation. Following balloon dilatation there was less than 30 to 40% residual stenosis in this region. The patient was discharged on aspirin and prasugrel. The event was considered to be resolved without residual effects and patient was discharged on aspirin and prasugrel.